Event description:
A healthcare professional reported that during a cataract surgery, during the sculpt phase, after chacing from cataract position 2 to cataract position 3, there was no phaco power anymore. The irrigation and aspiration continued working normally. The tip and the handpiece were screwed and replaced without success. The surgery was finished with another system with no pt impact and with a no significant delay. The system was shut down and used for the next surgery session without any issue. Additional information has been requested but not received to date. This is one of two medical device reports being filed for the same facility.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).